Event description:
Reportedly, the subject device did not pace at implantation after ventricular lead connection out of pocket on bipolar. It was a replacement and the patient was dependent. 6 seconds after lead connection no pacing occurred. That why the physician replaced the device. It will be returned for analysis.

Event description:
Reportedly, the subject device did not pace at implantation after ventricular lead connection out of pocket on bipolar. It was a replacement and the patient was dependent. 6 seconds after lead connection no pacing occurred. That why the physician replaced the device. It will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the visual, electrical, and mechanical characteristics are within specifications.

Event description:
Reportedly, the subject device did not pace at implantation after ventricular lead connection out of pocket on bipolar. It was a replacement and the patient was dependent. 6 seconds after lead connection no pacing occurred. That why the physician replaced the device. It will be returned for analysis.